Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a (B)(6) female plaintiff in united states on 13-jun-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, chronic fatigue, excessive weight gain, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff was advised that her right essure coil had migrated out of her fallopian tube and could not be located. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc ((B)(4)) received on 22-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and 1 year and 1 month after essure insertion, it was informed that right essure coil had migrated out of her fallopian tube and could not be located. About 2 years after essure insertion, a hysterectomy to have the essure coils removed was performed. The reported event is serious due to its medical importance and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and device dislocation ('right essure coil had migrated out of her fallopian tube and could not be located') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 3, chronic cervicitis and nabothian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal discomfort, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, device dislocation, menorrhagia, back pain, abdominal distension, fatigue, abnormal weight gain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, back pain, device dislocation, dyspareunia, endometritis, fatigue and menorrhagia to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 30-mar-2016: secretory endometrium with focal chronic endometritis " histologically unremarkable myometrium " cervix with squamous metaplasia and chronic cervicitis - histologically unremarkable bilateral fallopian tubes " essure coils identified and located in the uterine cornu (gross examination).. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical records received- new event chronic endometritis were added.new reporter, lab data, medical history, removal procedure were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.